Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed visual, electrical and mechanical inspection with no anomalies observed.

Event description:
It was reported that the external pulse generator's actual current output differed from its indicated output by more than 15%. It was noted that the generator was in need of calibration. The generator was returned for service. There was no patient involvement. ###-from (B)(4) -it was reported that the output for the external pulse generator (epg) was out of specification during testing. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).